Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump failed to start. During an infusion of propofol, the pump alarmed ¿infusion complete¿; however, the bottle remained ¿completely full.¿ the patient became agitated and attempted to pull out their oral endotracheal tube (oett). The patient was given versed to re-sedate the patient. The pump was swapped. The patient ¿was fine¿ after the pump was changed. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.